Manufacturer narrative:
On 17oct2023, during a review of the file, it was noted that the initial MDR # 1057985-2023-00071 submitted on 06oct2023, the initial reporter was incorrectly identified as a johnson and johnson sales representative. The correct identification should be ¿a distributor¿ provided information on 15sep2023 and 19sep2023. If any further relevant information is received, a supplemental report will be filed.

Event description:
On (B)(6) 2023, a johnson and johnson sales representative reported that during an eye care professional (ecp) training session on (B)(6) 2023, a patient (pt), in the philippines reported experiencing ¿significant irritation¿ in the left eye (os) after using a trial 1-day acuvue® define¿ with lacreon® brand contact lens (cl). The discomfort escalated upon the pt¿s return to the practice, so the pt used an unknown eye drop to alleviate the irritation. The os discomfort persisted after applying the unknown eye drops. The pt discontinued cl wear until 10pm. On removal of the suspect lens, the pt continued to experience discomfort and pain. Currently the pt is undergoing treatment with tobramycin eyedrops. It was suspected that a ¿foreign body¿ may have entered upon inserting the os suspect lens, causing abrasion and subsequent discomfort. On 19sep2023 the sales representative provided additional information. The representative advised only the os was affected. The pt inserted the os suspect trial lens during the workshop, then went back to the pt¿s practice. The pt experienced irritation and applied an unknown eye drop while wearing the suspect lens. The pt removed the os cl at 10:00 pm and continued to experience further irritation and pain. The pt saw a doctor and was diagnosed with a corneal ulcer and prescribed ¿antibiotics¿ (name, dosage and frequency not provided). The event date is (B)(6) 2023. As of today, the redness was resolved, the eye was currently recovering, but the pt was experiencing blurry vision. The pt is reported to be an ecp. No additional information was provided. On 19sep2023, the pt provided additional information. On (B)(6) 2023, after the pt experienced ¿the issue,¿ the pt applied an unknown lubricant ¿many times during wear.¿ the pt experienced difficulty removing the lens from the eye. On (B)(6) 2023, the pt saw an in-house ophthalmologist and was prescribed tobramycin antibiotic (without steroid) every 2 hours; hyalid eye drops four times a day (qid); erythromycin ointment three times a day (tid); magnamycin antibiotic every 2 hours and vitamin c, pt takes ¿lots of vitamin c.¿ the pt reported the corneal ulcer was in the central part of the eye and ¿it was big.¿ the pt couldn¿t provide additional specifics. Today, the pt reports the redness and abrasion have subsided, but continues to experience blurry vision due to the corneal ulcer. The pt¿s medical report was requested. On 21sep2023, the pt provided additional information. The pt went to the hospital for consultation, but the pt was not admitted. The pt reports there is no ¿hard copy of written medical obstructed;¿ therefore, the pt could not provide a medical report. On 29sep2023 and 06oct2023, additional calls were placed to the pt for additional information, but the calls were unanswered. No additional medical information has been received. The lot number of the suspect trial os cl is unknown. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text: suspect product discarded.